Event description:
During a laparoscopic assisted vaginal hysterectomy, the staples didn't form properly. The stapler came loaded with a blue reload and was reloaded with whites. It is unclear whether the incident involved the first application and/or subsequent reloads. The staple line was not hemostatic. The physician used cautery to control the bleeding. A few of the staples at the distal end appear not to have formed. There was no pt consequence.